Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Initial narrative: the reported event was confirmed via review of the controller log files, which revealed the occurrence of several controller fault alarms. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however the device malfunction confirmed in the controller log files could not be replicated at the bench level. Heartware has opened an internal investigation under (B)(4) to evaluate these types of issues. Type of event is being tracked and trended on a monthly basis as per (B)(4).